Event description:
This ICD will be explanted as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion mfg lyra model ICD's. The battery voltage on this device fell within the range where angeion recommended explantation. However, the date of explantation is unk at this time.